Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the car charger melted. The underlying cause has been identified as a high resistant connection existed between the tip of the car adapter plug and the automobile power socket. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The charger for concentrator became very hot and melted.